Manufacturer narrative:
Please note that this is related to (B)(4).

Event description:
The procedure was performed on (B)(6) 2025. It was reported that there are persistent endoleaks from the zenith branch endovascular graft iliac bifurcation (zbis) device. It was reported that the physician suspects the endoleak was caused by leak in the fabric. The leaks were relined with 16 mm zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle) devices. It was reported that there had been no difficulty experienced during deployment and that the patient did not any pre-existing conditions (no existing tortuous anatomy or calcium). The patient will continue to be monitored. It was reported that there had been no high pressure or obstruction during the endoleak.